Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was shocking at pocket site. Pt was having revision as there was fluid in the pocket. This event started one week ago and goes away when stimulation was off. It was requested to verify no fluid in connector block and to do impedances. Add'l info has been requested, but was not available as of the date of this report.